Event description:
It was reported that unacceptable defibrillation thresholds were observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the issue was discovered during interrogation in hospital. The patient was asymptomatic at the time of interrogation. It was noted that a shock failed to convert arrhythmia during an episode that did not occur during the defibrillation threshold test. Programming changes to maximum output for shocks was completed. The patient was stable.